Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, an au8x8p14s auragen grid was used on a patient with prior brain surgery. The following day, it was discovered that the patient had a mild subdural bleed and the technicians reported that the grid was producing damp reading. The readings were okay to start with but over progression, the recordings became less and less until no recording were shown. It was also verified that since the location was in the brain, the bleeding was just normal and has nothing to do with the product. The main problem was the device not working properly. The following day, the patient was returned for surgery to remove the grid. No patient complications were reported and the patient's status post surgery was good.

Event description:
It was reported that on (B)(6) 2018, an au8x8p14s auragen grid was used on a patient with prior brain surgery. The following day, it was discovered that the patient had a mild subdural bleed and the technicians reported that the grid was producing damp reading. The readings were okay to start with but over progression, the recordings became less and less until no recording were shown. It was also verified that since the location was in the brain, the bleeding was just normal and has nothing to do with the product. The main problem was the device not working properly. The following day, the patient was returned for surgery to remove the grid. No patient complications were reported and the patient's status post surgery was good.

Manufacturer narrative:
The product was returned for evaluation and it was received without its 4 connectors as the leads had been cut, and some contacts were cut. Electrical continuity was verified for each contact: all contacts passed the test. Resistance was measured and was found within specifications. The device history records of ref au8x8p14s were reviewed and did not reveal any anomaly that could explain the reported event. The batch was manufactured in november 2017 and included (B)(4) products. No similar complaint was received for a product from this batch. Investigation did not find electrical defect, the complaint is not verified on the received product and the root cause of the reported loss of function could not be determined.